Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After checking the seal before inserting the normally loaded handle of the normally device handle, the gap between the seal and the product was found to have occurred, and it was determined that the product had a problem. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint: (B)(4). The device was returned to the factory for evaluation on 03/19/2020. Photographs were provided by the account. A photographic inspection was conducted. The delivery device was returned outside the loading device. The seal and tension spring assembly was observed outside the device. A visible crack was observed on the middle of the seal. An investigation was conducted on 04/10/2020. The delivery device was observed outside the loading device with the white plunger not depressed and the blue slide lock not dis-engaged. The seal and tension spring assembly was observed outside the device. There was no crack observed on the returned seal. We are unable to determine when the seal was removed from the device. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.219 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. While the returned seal had no crack observed on the seal, based on the photographic inspection, the reported failure "crack" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After checking the seal before inserting the normally loaded handle of the normally device handle, the gap between the seal and the product was found to have occurred, and it was determined that the product had a problem. A replacement device was used to complete the procedure. The hospital did not report any patient effects.